Manufacturer narrative:
The patient was born on an unspecified date in 1954. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date the patient was hospitalized for the peritonitis event. The cause of peritonitis was due to poor environment and source of water. On an unreported date the patient was treated with unspecified antibiotics for the event. At the time of this report the patient outcome was not reported. Three days prior to receipt of this report antibiotic treatment was discontinued. The action taken with dianeal therapy was not reported. No additional information is available as the reporter declined to provide further information.